Event description:
It was reported that during a low anterior resection procedure, the blue ancillary trocar would not stay attached to the device; the donuts were incomplete after the device was fired and the white band appeared to be cut. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Additional information: was the procedure done open/laparoscopically? Open. What device was used for the proximal asku and distal asku transection? Asku. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Asku. How was the purse string placed, by hand or with an assist device? Asku. Was the spike of the trocar inserted lateral or through the staple line? Lateral. What confirmation did the surgeon receive that the anvil was firmly attached? Asku. When the device was fired, where was the indicator within the green zone/gap setting scale? Yes. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. How did you confirm the device was fully fired? Crunch and small pump. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected? No. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? A little difficult because white band was broken. What steps were taken to confirm successful anastomosis? Yes saline and scoped with endoscope leak test, donut confirmation- donuts were incomplete. Did the operation change significantly as a result of the device issue? Just redid the anastomosis. What is the patient's age and sex? Male, (B)(6). Did a hcp other than the primary surgeon fire the instrument? Surgeon fired. Was there a recent conversion to ees devices in this account or with this surgeon? Asku. The analysis results found that the device arrived in good visual condition and without the ancillary trocar. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90 degrees in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. Event could not be confirmed as the ancillary trocar was not received for analysis. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.